Event description:
The infant was to receive 100 cc of intralipids over a 24 hour period. The pump was programed appropriately. The intralipids infused over an hour. No alarms indicated a problem with the pump. The pump was sent to medical engineering for evaluation and found that entire inside of pump was shattered. The outside of the pump appeared to be functioning appropriately. There was no injury to the pt.